Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2011 during cycle 6. The patient's ultrafiltration (uf) reading was 1252 ml, indicating the home patient (hp) drained 1252 ml more than their programmed fill volume of 1900 ml. This information gave a total drain volume of 3152 ml, which meets iipv criteria. No patient injury or medical intervention was reported. Baxter contacted the nurse to notify of this incident of iipv that was found during the device log review.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The assignable cause of the iipv was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Device met specifications relative to iipv in the logs.